Event description:
It was reported that, after a plaintiff underwent a right bhr procedure on (B)(6) 2011, patient experienced low grade pain for 6-7 years, patient was later also diagnosed with elevated cobalt levels, and x-rays demonstrated a loosened femoral component. Patient reports she had a biking accident 2 weeks ago with severe pain afterwards. Therefore, a revision surgery was performed on (B)(6) 2023 to treat the failed bhr. During the surgery, a blackened stained joint capsule was identified and the acetabular component was found to be stable; therefore, only the femoral head was exchanged for competitor thr devices. Final ap and lateral x-rays were taken; no fracture or complication was identified. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).